Event description:
We have found a trend of the lifepak 15 interpreting 12-leads as "meets st elevation criteria", resulting in false activations of the cath lab team at one of our local hospitals. The above pt called due to feeling weak. When the crew did three 12-leads on the above pt, all of them stated "meets st elevation criteria". There have been several misinterpretations. It was reported to physio control during the fall of 2012. We were told an adjustment to the machine's algorithm needed to be made and then extensive testing would need to be done. (B)(6) 2013 we contacted physio control to see where they were in the process and they said they were still testing. In the mean time there are still misinterpretations occurring.